Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited noise along with oversensing that did not lead into pacing inhibition and low pacing lead impedances. Likewise, this lead had an insulation issue. The system was explanted and was replaced successfully. Likewise, the lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by overrotation of the inner coil. Further visual inspection showed cuttings in the insulation which occurred most likely during surgery. During inspection abrasions of the insulation and a bend in the lead's distal part were found. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. As a next step coagulated blood was identified in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, the inner coil of this lead was found to be deformed. This damage affected the active fixation mechanism. No sign of a material or manufacturing problem was present.